Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 30 mm cg future mitral annuloplasty ring, it was explanted and replaced with a 32 mm cg future annuloplasty band. The reason for the replacement was reported as mild regurgitation caused by the annuloplasty ring. It was further noted that the patient's annulus measured between 31 mm and 33 mm. After suturing and implant of the 32 mm annuloplasty band, mild regurgitation and systolic anterior motion (sam) occurred. The 32 mm annuloplasty band was explanted and replaced with a valve product. No additional adverse patient effects were reported.